Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient had an embolic stroke with hemorrhagic conversion. Care was withdrawn after (B)(6) hours post-stroke and the patient expired. The patient had signs of recovery. The pump had clotted and was not unloading the left ventricle and the patient was taken to the operating room for a device explant. During the initial operation, the patient was emergently trached and the surgeon did not proceed with the device explant. The patient was taken to the ICU for (B)(6) days to recover and during that period, the patient experienced the stroke and care was withdrawn.

Manufacturer narrative:
The patient expired and no autopsy was performed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.